Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient accidentally dislodged the infusion set and then reattached a new anchor and infusion site without priming the tubing, resulting in an initial blood glucose of 285 mg/dl that subsequently began to decline after insulin delivery resumed; this reflected an infusion set connection deployment issue and user error related to tubing fill. Symptoms included hyperglycemia without ketosis, loss of consciousness, or other acute complications. Outcomes included no medical intervention, no hospitalization, no use of backup therapy, and continued monitoring with education provided on proper tubing fill and supply change procedure. Investigation included complaint review and troubleshooting with user education. Investigation of this case revealed an incorrectly deployed infusion set connection with unprimed tubing between the anchor and infusion site, consistent with user technique error rather than device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user error during infusion set change leading to transient hyperglycemia.